Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. The fractured instrument reported may have been the result of applying a bending moment to the guide during removal from the baseplate drill guide which led to crack initiation, propagation, and ultimate fracture of the flexures.

Manufacturer narrative:
Pending evaluation. Could require intervention to prevent permanent impairment/damage if it were to recur.

Event description:
It was reported that during a shoulder surgery, 2 k-wire guide hold sleeves fractured. Asked, but unknown if any pieces fell into the wound site. The case was completed without the guide. There was no surgical delay/prolongation. Patient information and medical history requested, but was not provided. Patient was last known to be in stable condition following the event.